Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was moved up on the transplant list due to aortic insufficiency (ai). The hospital staff is closely monitoring the patient with echo's.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a root cause for the report of aortic insufficiency and ventricular tachycardia could not conclusively be determined through this evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2014, the patient was readmitted for ventricular tachycardia and the pump was functioning ok. The patient was ultimately transplanted on (B)(6) 2014, however the pump will not be returned to the manufacturer for evaluation/analysis.